Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller did not want to provide the cause of death. It is unknown if the customer was wearing the insulin pump or any sensors at the time f death. The caller did not know the customer's blood glucose at the time of death. The caller felt uncomfortable about the situation and was still grieving about the loss. She stated that she has not been to the customer's room, but when she has the insulin pump she will call us back. No further information is avail able at this time.